Manufacturer narrative:
Cannot confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there were no waveforms present in the sector. The device was in use monitoring patients. No adverse event was reported.